Manufacturer narrative:
(B)(4). Upon review of the additional information received indicating that ees has been dismissed from this litigation as they are not making an allegation of device malfunction, it was concluded that this event does not meet the FDA defined criteria for a reportable event. Additional information: received operative record for this event from counsel. Asked for review by ees surgeon consultant. His comments are as follows: after reviewing the operative note of (B)(6) 2010, during a laparoscopic colon resection, it appears that all ees instrumentation functioned in a normal and anticipated manner causing no intraoperative complications. A leak test was performed and passed and two complete donuts were observed after firing the circular device. Additionally, plaintiff's have dismissed ees from this litigation as they are not making an allegation of device malfunction. They agreed that if the surgeon does not make an allegation of device malfunction sometime in the future, they will not refile against ees. We are not anticipating this approach from the surgeon as he did not report this event to ees at the time it occurred.

Event description:
Received notice of litigation from counsel. Patient's family has added ees as a defendant to a medical malpractice claim against the surgeon. There are no allegations regarding the device function or identity. Complaint alleges that the surgeon "fell below the recognized standard of acceptable professional practice for general surgeons". By puncturing, burning, lacerating or otherwise injuring the patient's colon seven cm above or caudad to the anastomosis of the patient's colon. Received additional pleadings from counsel. In the document, they report that "the patient had surgery on (B)(6) 2010 to remove a malignant tumor from her colon. Stitching of the fascia unraveled postoperatively leading to sepsis from leakage of abdominal fluid. A circular stapler was used to perform the end to end anastomosis of the patient's dissected colon to the rectal stump." The document also states the patient expired (B)(6) 2010.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable.